Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad fall off the device? Yes. If yes: did the tissue pad fall into the patient? Yes. If yes: how was the tissue pad retrieved? - picked up and removed. Will the tissue pad be returned with the device for analysis? Yes.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, one of the jaws got burned and broke down during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.